Event description:
Pt suffered a heart attack and a cordis cypher stent was implanted in 2003. Pt went home two days later. Pt started having chest pain a week later. Pt saw a doctor. They were put on nitroglycerin which did not work, they were put on morphine which did not help much. Pt became listless and was re-admitted. Angioplasty was done and it was found that one of the stents had collapsed. Another stent was implanted. They were on coumadin, norvasc, toprol xl, and now on aspirin. After the second surgery, there appeared a rash underneath the arm. They were put on benadryl.